Event description:
The customer reported that digoxin results on several pts and quality control samples were biased low. Digoxin had been previously calibrated with calibrator diskette, data release version 5284. The biased results were produced after a new calibratror diskette, data release version 5285, was loaded. The customer had not calibrated digoxin after loading the diskette.